Event description:
It was reported that the lens toric correction did not function well whereby there was unexpected patient outcome and this caused patient to be dissatisfied. An explant was performed and the intraocular lens (iol) was replaced. There was no delay in treatment or other interventions reported. The patient was satisfied with post-operative results represented as uncorrected distance visual acuity (udva) of over 0.8. No further information was provided.

Manufacturer narrative:
Patient information cannot be provided due to personal data privacy legislation/policy. Date of event: unknown, not provided. The best estimate date is between 3/29/2022 and 5/28/2022. Telephone number: (B)(6). Device evaluated by MFR: the intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review it was noted that replacement lens was not indicated in the initial report submitted. Replacement lens is actually zfr00i180. Serial number (B)(6). This report is submitted to correct this. Additional information: section d9: device available for evaluation: yes. Date returned to manufacturer: aug 12, 2022. Section h3: device returned to manufacturer: yes. Device evaluation: visual inspection under magnification revealed no defects on the lens. No defects that could contribute to visual issues were observed. The complaint issues were not confirmed. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.